Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while switching the application software used, the imaging system became unresponsive and shut down. A hard shut down was then performed and the system functioned as designed. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue and was caused by system hard drive. The software functioned as designed. The computer was replaced for the navigation system and system found to be fully functional. The suspect computer was received by the manufacturer for evaluation. Testing found that a time out error occurred on seatools testing which then concluded the probable cause of the anomaly to be a computer hard drive malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database.